Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose (bg) displayed as "high" mg/dl; a specific value was not provided. The customer delivered a correction bolus to address the elevated bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.